Manufacturer narrative:
(B)(4).

Event description:
It was reported that the expected reservoir volume (erv) was 8.3ml and the actual reservoir volume (arv) was 16.2ml. The patient was not reporting any increase in pulmonary arterial hypertension (pah) symptoms. No actions were taken at that time. It was noted that this discrepancy was within the expected range, but on the outer edge. The reporter wanted to be consistent and report this discrepancy. Additional information later received reported that the programmer expected value was 8.2ml and the actual residual volume received was 16.0ml. This was still within the expected range but on the outer edge. No action was taken at that time. Additional information received reported that during a refill on (B)(6) 2015, the erv was 5.7 and the arv was 15. The patient was not experiencing any symptoms.